Manufacturer narrative:
No samples were returned for evaluation. Three (3) pictures were provided by the end customer. Visual inspecton of the photos could not confirm the source of the reported leakage. Although the defect was not able to be confirmed from the photos, previous samples from the same lot have confirmed the defect associated with this issue. In order to address the issue of leakage disconnection at the bonded joints between the tubing and safeline injection sites, b. Braun has initiated a corrective action/preventative action CAPA 2019-005-dr which provides for root cause analysis and corrective action. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: tubing was found to be leaking during priming. The source of the leaking was unable to be determined. The leakage occurred during the priming of a hazardous medication. No injury reported.

Manufacturer narrative:
This report has been identified as (B)(4). It should be noted that b. Braun medical inc. Is issuing a voluntary medical device recall removal for lot number 0061641410 of infusomat space volumetric infusion pump administration sets (product number 363032). This lot was distributed between november 23, 2018 and march 20, 2019, and has an expiration date of august 31, 2022. B. Braun medical inc. Has identified through complaints the potential of the infusion pump administration set to leak and/or disconnect at the bonded joint between the tubing and injection site (y-site).